Event description:
A customer reported an issue with incorrect pump time display, which was more than five minutes off from the actual time. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in values outside the normal range. Technical support assisted the customer in updating the pump time and advised monitoring for any recurring discrepancies, which the customer understood and acknowledged.